Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer was treated with manual injection. The customer also stated that they got insulin flow blocked alarm. Troubleshooting was declined by the customer for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Insulin pump properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.